Event description:
It was reported occlusion alarms occurred. The customers blood glucose (bg) level was 457 with ketones not identified as dangerous. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer was treated in the ICU with intravenous fluids of saline and insulin. After being treated, the customer replaced pump supplies and resumed insulin therapy. Multiple attempts were made to follow-up and obtain the release date; however, no response was received.